Manufacturer narrative:
Additional information: a2, b3, b5, b6, b7, g3, h2.

Event description:
Additional information was received indicating the issue resolved and visual acuity of affected eye (right eye) is 20/40.

Manufacturer narrative:
The device remains implanted. Based on the information provided, a root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the eye, a vitreous tap was performed, and an injection of antibiotics was administered due to endophthalmitis. The following day symptoms continued to worsen, and the patient was immediately referred to retina specialist. Additional information was requested but not received.